Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform full pump reset, completed reset with support, and then successfully started new sensor session without error recurring.